Manufacturer narrative:
(B)(4). No additional action is required, and this complaint will be closed. This issue will be monitored through the post market product monitoring review process, sop-000741. Returned sample evaluation: no photo, unused return sample or video was received for evaluation. Related event conclusion: based on the complaints review, process review, personnel interviews and review of the documentation, with the support of the triage team, a five why¿s analysis was performed. Method ¿ there is no stablish the collocation method of the mass disc into the load pallet (cambot) when reviewing the process with the process engineer of the line it was observed that the stickiness between mass discs when place into the cambot can affect the centralization. This cause was proved in nonconformance event (B)(4) and action to update the pi31-113 to stablish the correct method for mass disc placement is being carried out through action (B)(4). In addition, as a contributor factor, it was noted that there is no functional or dimensional test implemented to inspect the concentricity of the disc in the minilinks lines. A visual test is currently being performed, but this defect may be visually imperceptible to the operator. Actions for this issue are being taken through CAPA plan (B)(4). A root cause investigation is not required as based on the preliminary investigation conducted with the support of the triage team, the most probable cause of the problem was identified, and actions are already being taken. In addition, the complaint search carried out shows that no adverse trend was identified from january 2019 to date. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 1049092. Manufacturing site: 9618003.

Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Device 5 of 10. (B)(4). Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. (B)(4).

Event description:
The end user stated that there were 10 wafers in box with starter hole off centered upon opening. Reportedly, it was "so far off center, almost to plastic ring". No photo is available at this time.